Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 years and 6 months after dental implant was installed in intraoral region 14#, its loss of osseointegration was observed. In addition, bone graft was executed.